Event description:
Cardizem drip started and appropriate infusion rate programmed into IV pump. Approximately 3 hours later, staff found cardizem bag empty and correct infusion rate of 5 ml/hr still indicated on the IV pump.